Event description:
Medtronic (covidien) received report that one mvp-5q device floated distally during a y90 mapping procedure. The devices was immersed in heparinized saline before insertion and a flush line was used. The physician placed a mvp-5q which was placed in the 4.8mm diameter, gastroduodenal artery (gda). This device was also completely open before detachment. The mvp-5q floated distally so another mvp-5q was placed in the gda and the flow was occluded. The procedure was completed. The devices were placed in the patient and will not be returned. There was no report of patient injury. Patient is currently fine.

Manufacturer narrative:
(B)(4). The mvp device was not returned for analysis as it was implanted; therefore, the event cause could not be determined. However, a possible cause for failure to fully occlude flow is a high blood flow in the vessel. Residual flow and device migration are known potential adverse events documented in the mvp instruction for use (IFU). The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Note: per mvp IFU, the mvp is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature. This report was inadvertently previously filed under the (B)(4) registration number of manufacturing site (MDR# 2029214-2015-002864). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.